Event description:
It was reported that two or three days post op an unknown procedure, a leak occurred. The patient required a re-operation to correct the leakage. During the procedure a (B)(6) was done and was ok and ring was complete. No further information is available at this time. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.